Event description:
Info received indicates the right foot brake caster is not holding.

Manufacturer narrative:
The tech found the base has broken from the hex rod. The tech used a brake/steer upgrade and replaced a worn caster to repair the bed.